Event description:
During t2ph short nail surgery, miss drilling has occurred with target device at most distal screw hole. The surgeon did not insert screw at the hole and finished the surgery. Before insertion of the nail, the drill passed the hole with target device.

Manufacturer narrative:
Device will not be returned. The product issue was not confirmed. We received the information that prior surgery functional test revealed no deviation with the device. Also after surgery the device was checked for function and it was confirmed that it had no deviation. The drill passed the corresponding drill hole of the nail through the target device. There were no adverse consequences reported. The surgeon did not insert the screw. A missing screw is in responsibility of surgeon. Freehand technique would have been an option to set the screw. (B)(4): device will not be returned.